Event description:
Reportedly, during a follow-up performed on 11 april 2019, the following warning was displayed: ¿[27] the device was reinitialized 1 time since the beginning of life¿.

Manufacturer narrative:
H6 (patient code) has been corrected as there was patient involvement. Please refer to the attached analysis report. - attachment: [20190722 - file-2019-01385 - analysis_and_closure_report_resp-2019-01040.pdf].

Manufacturer narrative:
Preliminary analysis confirmed that a reset occurred on 11 april 2018 and did not show any anomaly with the software of the subject device.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the following warning was displayed: ¿[27] the device was reinitialized 1 time since the beginning of life¿.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the following warning was displayed: ¿[27] the device was re-initialized 1 time since the beginning of life¿.